Manufacturer narrative:
Continuation of d10:product ID 97745 serial# (B)(6) product type programmer, patient section d in formation references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) serial number (B)(6) revealed a corroded pcb. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they hadn't used their device/therapy for over a month because they thought they were doing okay without it but then started to notice the difference. Caller stated they went to charge their controller at least a week ago so they could charge the implant but the controller was completely dead; controller won't respond or charge, does not respond to ac power supply or aa batteries. Caller stated initially the controller came up for set up and they had to set date and time but then it died. Caller said they plugged the controller in to ac power to charge but nothing would turn on. Caller stated they left it plugged in for a long time. Caller stated they thought it was a problem with the battery pack, so they took it out and blew into the compartment to kick out any dust, and when they plugged it back into ac power the charging light flickered a little but then the back of the controller got really hot. Caller stated they tried using aa batteries b ut the controller still didn't turn on. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller did not power on. Caller verified green light was on the ac power supply. Caller saw no damage or corrosion to battery pack or battery compartment. The issue was not resolved. Caller stated they haven't followed up with a hcp in a long time and don't really have a managing hcp.